Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's insulin pump was stuck and did not let the customer connect to their reservoir. Customer also stated their insulin pump was alerting them of a low battery. Troubleshooting found the customer was unable to exit from the rewind complete screen. The customer's blood glucose was unknown. Customer's call was transferred. No additional information provided.